Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to procedure, it was noted that the device could not be interrogated due to connection error. The device was not implanted and a new device was implanted to resolve the event and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
Additional information: analysis of the device was performed. Electrical, mechanical, visual and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. The reported event of device could not be interrogated was not confirmed.